Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) reported hearing beeping tones. Therefore, the patient came into the clinic and the device was interrogated. Upon interrogation of the ICD, an error message was displayed indicating that an error was detected during power supply measurements. The error message was successfully cleared; however, the programmed values within the device were no longer stored.